Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that, auto mode switch episodes were observed due to noise and unspecified damage on the atrial lead. Intermittent capture, sensing and impedance were also noted. Lead replacement was discussed but no procedure has been performed. Patient is in stable condition and will continue to be monitored.